Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was out of service. The technical support specialist (tss) dialed into the server, restarted the external inbound processors services and net services. Tss also followed the knowledge article "messages stuck - skipping dequeue - scheduled task - observer tool" and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the multiple stations were out of service and showing blue screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.